Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight information was provided.

Manufacturer narrative:
Analysis of the ins s/n (B)(4) found insignificant anomalies. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's physician was aware of the reported stimulation feeling like it is turning on and off. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient felt stimulation was turning on and off after their battery was replaced in (B)(6) 2016. It was stated that they would check the device with the patient programmer (pp) when it occurred but the battery would show that it was still on even though they would start shaking. No falls were specified, and the physician ran impedance checks which showed within normal range and gave no explanation as to why stimulation would turn on and off. As a result of the issue, the healthcare professional (hcp) chose to replace the battery and extension on date notified, resolving the issue. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.